Manufacturer narrative:
(B)(4). The device associated with this report was not returned and is presumed yet implanted. Review of the device history records and/or a lot specific complaint database search was not possible as the product lot code required was not provided. Requests for additional investigational inputs were made in accordance with (B)(4)appendix a. No additional information was obtained. It has been reported that the depuy devices were implanted with incompatible sizes. This use of the depuy devices is not recommended. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address off label use.